Event description:
It was reported that this reusable fiber, inserted under the flexible ureteroscope, was being used to to irradiate a renal calculi to stone dust. During the procedure, an abnormal crackling sound was heard. The staff discontinued the use of the fiber, and after checking the optical lens of the fiber, it was confirmed that there was no light transmission. It was suspected that the fiber had broken. The procedure was continued utilizing another fiber, and the procedure was completed without patient complications.

Event description:
It was reported that the reusable fiber was inserted under the flexible ureteroscope, and attempted to irradiate to stone dust a renal calculi, when abnormal crackling sound was heard. The staff discontinued the use of the fiber and after checking the optical lens of the fiber, it was confirmed that there was no light transmission. It was suspected that the fiber had broken. The procedure was continued utilizing another fiber, and the procedure was completed without patient complications.